Event description:
It was reported that t1 could not be secured on the meniscus, the doctor could only take t1 out. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The complaint stated: "it was reported that t1 could not be secured on the meniscus, the doctor could only take t1 out." The blue split cannula needle cover was returned but not covering the needle. The white depth limiter is attached. It was trimmed somewhat short for the application; flush with the blue inner sheath. T1, t2 were not returned. Two sutures with frayed ends were included. The overall needle is slightly bowed and the distal tip is slightly twisted. The manual actuator was fully forward. Factors that influence successful securing of anchors include following IFU recommendations, device ability, implant location and tissue condition. Inadvertent twisting or bending of the needle track may encourage release of or interfere with proper advancement and anchoring. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Additional information .